Event description:
I am a type 1 diabetic on an insulin pump. I received a bad lot of one touch ultra test strips and did report it to the company. I purchased a supply of 300 strips a month and sent back the box that was defective. The defect in the strips was an error message that the blood supply on the strip was insufficient. After opening a new box to test, I started to realize my glucose levels were abnormally high, all the while taking add'l boluses from my pump. I felt very ill for about 2 days, almost as if having a mild heart attack. I woke up in 2009 and tested, and got a reading of 354. I almost took a bolus for a huge amount of insulin for me, when I decided to open one of the replacement test strip boxes that was sent to me. My actual glucose level was 112. Needless to say, if I had taken that bolus I would have probably died. I attribute the ill feeling for the previous few day as consuming too much insulin based on the readings that I was getting from the bad strips. False readings from a test strip is lethal as opposed to an insufficient blood supply. I think all diabetics should be made aware of this situation with these test strips. Frequency: test 8-10 times. Route: unk.